Event description:
Info was received that the pt is to be explanted and re-implanted in 2008. This is likely related to a complaint from 2007 in which the pt had fluctuations with the impedance levels of this device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.